Event description:
Had a hysterectomy in 2005 because of prolapse, repaired with perigee mesh, then 6 months later needed reticle, repaired with pelvilace mesh. I've been in pain since, everything is slowly getting worse until I have trouble walking because of the pain. I'm in the process of having the mesh removed. I'm very scared it will not work, but I'm hoping it will. After my first 2 surgeries I kept going back to dr (B)(6) to tell him I had pain. He didn't believe me. I went again because I started bleeding, but he didn't know why, and again because I had pain with having sex and cramping, and my husband could feel the mesh. He said I could go to a pelvic floor surgeon but he would cut me wide open and sew my hole shut which scared me to death. So I stayed away from doctors for as long as I could, but the pain in my hips kept getting worse. I used to be more active, I used to walk a lot and ride horses. I had to quit my job and I can barely work part time as a school bus driver. I can't stand for very long and can hardly get up if I sit for too long. I am going to have the mesh removed if I can, but I'm really scared I'll end up in worse condition. Additional date of problem occurred: (B)(6) 2007 and (B)(6) 2006.